Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture.

Event description:
Healthcare professional reported via device tracking "right side removal was noted as ¿rupture¿. Device explanted. Right side.